Event description:
On the day of the index procedure the patient had an everflex stent implanted in a totally occluded right sfa lesion. The lesion was pre-dilated and the lesion was post dilated with the same pre-dilation balloon. There were no complications reported during the index procedure. It was reported that during 2 year follow-up, a stent fracture was seen. No intervention was been planned. The patient has not had any further issues as a result of this reported stent fracture.

Manufacturer narrative:
The cines received show the patient¿s upper right leg which is stented from the knee to the groin with five stents. The images show the everflex stent. The stent displays an area of offset pseudo fracture near the proximal end of a previously deployed stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.